Manufacturer narrative:
H10: h3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection observed that the warranty seal is broken and the footpedal port is pushed inside the unit. Functional evaluation revealed most settings could not be tested due to the pushed in footpedal port. The unit could not be opened due to over tightened screws. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was verified. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include misalignment of the connector when connecting to the unit receptacle in which excessive force or twisting could cause damage. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that the foot pedal connector was broken on the front of the controller. It is unknown if there was a delay. It is unknown whether the event happened during surgery and if there was patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.